Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated approximately 10 years following the valve implant the atrioventricular gradients measured a maximum gradient of 29 millimeters of mercury (mm hg) and a mean gradient of 16 mmhg. Aortic stenosis was reported. It was further clarified that the transthoracic echocardiogram (tte) performed at that time identified mild paravalvular leak (pvl) rather than the previously reported mild-moderate. New york heart association (nyha) functional class I was reported at each of the 8 year and 11 months and 10 year intervals. Worsening aortic stenosis was later reported. Treatment was not required for the pvl, and there was no report of treatment for the aortic stenosis at the time of the report.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a baseline transthoracic echocardiogram was performed prior to the valve-in-valve and revealed a mean aortic gradient of 8.34 mmhg, aortic valve area of 2.53 cm2, max velocity of 1.93 m/sec, severe total aortic regurgitation, severe transvalvular regurgitation, and mild mitral and tricuspid regurgitation.

Manufacturer narrative:
Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 8 years and 11 months following the implant of this transcatheter bioprosthetic aortic valve a transthoracic echocardiogram (tte) identified mild paravalvular leak (pvl). Approximately 1 year and 1 month later a tte identified mild-moderate pvl. Treatment and intervention was not reported. No patient complications have been reported as a result of this event.

Event description:
It was reported that approximately 8 years and 11 months following the implant of this transcatheter bioprosthetic aortic valve a transthoracic echocardiogram (tte) identified mild paravalvular leak (pvl). Approximately 1 year and 1 month later a tte identified mild-moderate pvl. Treatment and intervention were not reported. No patient complications have been reported because of this event. Additional information received indicated that approximately 10 years following the valve implant the atrioventricular gradients measured a maximum gradient of 29 millimeters of mercury (mm hg) and a mean gradient of 16 mmhg. Aortic stenosis was reported. It was further clarified that the transthoracic echocardiogram (tte) performed at that time identified mild paravalvular leak (pvl) ratherthan the previously reported mild-moderate. New york heart association (nyha) functional class I was reported at each of the 8 year and 11 months and 10-year intervals. Worsening aortic stenosis was later reported. Treatment was not required for the pvl, and there was no report of treatment for the aortic stenosis at the time of the report. Additional information received indicated that after the implant of this valve, no pvl was noted. Approximately 11 years later, valve failure was reported. The primary mode of the valve failure was reported as structural valve deterioration, that was further described as predominant aortic regurgitation (ar) with severe hemodynamic valve deterioration (hvd) specified as a new occurrence or increase of >=2 grades of intra-prosthetic ar resulting in >=severe ar. 12 days later reintervention was required. A non-medtronic valve was implanted valve-in-valve.

Manufacturer narrative:
Corrected data: a1 b5 - edited the first two paragraphs updated data: a5 b1 b2 b5 - added the third paragraph b7 d4 - unique identifier h1 - the event now meets the criteria of a serious injury report h6 - annex e, annex a, annex f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.